Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The reported event of lens damage was related to a torn intraocular lens. Product has not been returned. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. The event was related to lens damage. There was no patient injury reported associated to the event.

Manufacturer narrative:
Additional information: there was 1 investigation completed during this period. Product was returned and found with a crack in the haptic. No manufacturing issues were identified.